Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus air/water cannot pass through the evis lucera colonovideoscope. The malfunction was found during preparation for use (patient was not under anesthesia). The intended procedure was completed with a similar device without delay. There was no patient injury. Upon inspection of the customer returned device, the malfunction was confirmed which was caused by a clogged nozzle (the nozzle was not deformed and the foreign material clogged inside it could not be removed). This report is being submitted for incorrect reprocessing of the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the nozzle was clogged with piece from peripheral products or the like. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system inspection of the air-feeding function, inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.